Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount (mmc15) would not disengage from the implant. The procedure was completed by placing another implant. Tooth location 22.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. 0001038806-2019-00376-1 has also been submitted. The following sections are being reported: b5: it was reported that the implant at tooth location 33 would not disengage from the mount. The procedure was completed by placing another implant. G4: 09 jul 2019. The reported device was received for evaluation. Functional testing confirmed that the mount screw will no longer engage with a mating driver, thus preventing the mount from being removed. The reported condition of an implant that would not disengage from the driver was confirmed. A device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product within specifications. A complaint history review was performed for the reported device lot dating back 2 moths for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant at tooth location 33 would not disengage from the mount. The procedure was completed by placing another implant.